Event description:
It was reported that the pump has a keypad that is not responding. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The evaluation found that keys #8 and #9 were inoperable. When any key is pressed there is an automatic output of the #9 key. This is caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.